Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal hysterectomy, the device was clamped on tissue and would not release. They cleaned the device periodically throughout the case. The surgeon was able to pull the lever of device and open the jaws. There was no patient injury.